Manufacturer narrative:
It was reported that the ventilator was displaying other values of positive end expiratory pressure (peep) than set. Moreover, the ventilator failed pressure transducer test during pre-use check. The reported issue has been confirmed during evaluation of the provided problem description. The pressure transducer printed circuit board was found defective and replaced by a third party company. The issue was decided to be reported as the defective pressure transducer printed circuit board may lead to high pressure. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. H3 other text : 4112.

Event description:
It was reported that the ventilator was displaying other values of positive end expiratory pressure (peep) than set. Moreover, the ventilator failed pressure transducer test during pre-use check. There was no patient harm reported. Manufacturer's ref. #: (B)(4)